Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that the customer's blood glucose was 587 mg/dl. Customer mentioned the sensor showed 57 mg/dl. Customer was unable to be contacted. Customer will not be returning the device for analysis.